Event description:
It was reported that the patient underwent a pocket revision procedure due to discomfort near the ipg site. No device malfunction was suspected and the device remains implanted. The patient was doing well postoperatively.